Event description:
The accounts maintenance stated that the brake will lock at one end of the stretcher, but not at the other end. He found the rocker was broken.

Manufacturer narrative:
The accounts maintenance used a brake/steer upgrade kit to repair the stretcher.